Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, three balloons did not inflate and two balloons burst. There was no injury to the patient. A new device was used to complete the case.